Manufacturer narrative:
The manufacturer previously reported information alleging the dreamstation 2 advanced auto CPAP device heat setting not working about 30 days when using different levels. The customer stated the device is hot to touch. There was no harm or injury reported. There was no medical intervention reported. The device has not been returned to the manufacturer. Based on the information available, there is no evidence indicating a reportable malfunction occurred. An MDR is not required for this complaint.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device heat setting not working about 30 days when using different levels. Device is too hot to touch. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.